Manufacturer narrative:
D9, h3 - device returning updated from yes to no the device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily tortuous, heavily calcified and 100% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with 100% stenosis, heavy calcification and heavy tortuosity. The 4.0x12mm nc traveler balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and was advanced to the lesion without resistance, however, the bdc did not inflate with multiple attempts after putting pressure at 18 atmospheres (atms). Possible rupture occurred. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the balloon dilatation catheter (bdc) was returned with no blood nor contrast visible. The balloon was tightly folded. The use state is unused. There was no evidence of the balloon being inflated as reported. The bdc was returned separated in two pieces. The account confirmed that it was a separation hence they could not inflate. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot of specific quality issue. Based on the reported information and results of the complaint investigation there is no indication the reported separation is related to a potential product quality issue. Returned device analysis noted that the inner member and a portion of the proximal end of the proximal balloon marker were separated and the outer member was separated distal to the mid lap seal. The inner member was stretched at the noted separation. The outer member was wrinkled proximal to the proximal seal. The material at the noted separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). Based on the returned device analysis, it is likely that the bdc was inadvertently mishandled during unpackaging at the account resulting in the reported separation; however, since limited information was provided, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # b5 - describe event or problem: updated. Corrections: d9 - device available for evaluation updated from no to yes. H6 - medical device problem code 1546 removed, 1562 added. H6 - health effect - impact code 2199 removed; 2645 added. H6 - type of investigation 4115 removed; 10 added. H6 - investigation conclusions 4307 removed; 4315 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with 100% stenosis, heavy calcification and heavy tortuosity. The 4.0x12mm nc traveler balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and was advanced to the lesion without resistance, however, the bdc did not inflate with multiple attempts after putting pressure at 18 atmospheres (atms). Possible rupture occurred. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.